Manufacturer narrative:
H6: updated. The suspected product was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced desaturation, prompting the care team to attend at the bedside. Upon assessment, a leak was observed at the tracheostomy site, and the tracheostomy tube was found to be broken at the flange and partially dislodged from the stoma. An emergency tracheostomy tube change was performed on (B)(6) 2026, and the device was replaced. The event occurred while the device was in use with the patient. There was patient involvement with no harm.